Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the prograsp forceps instrument had tissue stuck inside and the customer could not get the instrument out of universal surgical manipulator (usm) 1. Error 31009 was observed on usm 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through using a kelly clamp to insert into the instrument's notch on both sides to remove the instrument from usm 1. The procedure was completing as planned with no reported injury.